Manufacturer narrative:
Investigation summary. Our quality engineer inspected the photograph submitted for evaluation. Bd received one photo. During the visual examination of the photo it was observed that the catheter was still connected to the hub and there were no visible defects. Therefore, no catheter-adapter separation can be confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter backed out of the vein when the needle was retracted. The following information was provided by the initial reporter: "there was an insyte 22g that after IV inserted and needle retracted, it pulled the plastic catheter out too."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter backed out of the vein when the needle was retracted. The following information was provided by the initial reporter: "there was an insyte 22g that after IV inserted and needle retracted, it pulled the plastic catheter out too."